Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 38mmx3.00mm promus premier¿ stent was advanced but was unable to cross the lesion, and it was noted that the third part of the stent struts were raised. The procedure was completed with a non-bsc stent. No patient complications were reported.